Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a computed tomography scan because the tip of the reservoir was located in the inguinal ring as the connecting tube between the component and the cylinders was too short. In addition, it was noted that the connecting tube was disconnected, and, as a result, the ipp was exhibiting inflation issues. A revision surgery was performed to remove and replace the reservoir. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir was visually inspected and tested for leaks. A hole that led to a leak from sharp instrument damage was identified. The reported issues with malposition, length of the device, inflation, and disconnection may have been due to a potential measurement error and trimming of the tubing at implant.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a computed tomography scan because the tip of the reservoir was located in the inguinal ring as the connecting tube between the component and the cylinders was too short. In addition, it was noted that the connecting tube was disconnected, and, as a result, the ipp was exhibiting inflation issues. A revision surgery was performed to remove and replace the reservoir. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition, length of the device, inflation, and disconnection may have been due to a potential measurement error and trimming of the tubing at implant.